Event description:
It was reported the system had a stator not on error. This resulted in a system lock up. The customer was also reboot the system to restore functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.